Manufacturer narrative:
Concomitant medical products: programmer model 37743 serial # (B)(4); extension model 37082-20 serial # (B)(4) implanted: (B)(6) 2008 explanted: na; recharger model 37752 serial # (B)(4); extension model 37082-20 serial # (B)(4) implanted: (B)(6) 2008 explanted: na; lead model 3487a-56 lot # v157393 implanted: (B)(6) 2008 explanted: na; lead model 3487a-56 lot # v157393 implanted: (B)(6) 2008 explanted: na; lead model 3487a-56 lot # v157393 implanted: (B)(6) 2008 explanted: na; lead model 3487a-56 lot # v157393 implanted: (B)(6) 2008 explanted: na.

Event description:
It was reported that the patient was unable to adjust stimulation on their implantable neurostimulator. The patient's programmer displayed a "call your doctor" icon and a power-on-reset (por) condition. The manufacturer site reviewed clearing a por with the patient and the reported issue was resolved. If additional information becomes available, a follow-up report will be sent.